Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the cartridge revealed that the reload was fully fired. The reload loaded onto a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic roux-en-y procedure. The stapling device was being applied to the lesser curvature of the stomach during the formation of the new gastric pouch. The patient's medical history is metabolic syndrome and diabetes. The stapler was able to fire. The staple formation was not poor and the staple line was complete. There was a significant post operative bleed. The blood loss was not over 500 ccs. The surgical time was extended by thirty minutes or more due to the product problem. The bleeding along the staple line was not stopped with clips and had to be sutured. There was no unanticipated tissue loss or tissue damage. The event lead to or extended the patient's hospitalization time. An additional operation will be performed to correct the issue. The patient status is alive, no injury.